Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found proximal insulation abrasion thru to the coil at 40.8-42 cm from the connector pin. It is suspected that the exposed proximal coil was making intermittent contact with another implanted device, causing the reported sensing anomaly. The insulation abrasion is consistent with that produced by friction with another implanted device.